Event description:
The customer reported that unit will not make an exposure and does not display an image.

Manufacturer narrative:
The ge svc rep ordered the interconnect cable, then removed and replaced the cable. The system functions as intended.